Event description:
It was reported that the right ventricular lead had an episode of high ventricular rate that showed noise signals. It was noted that this was the first time noise was seen on the lead. All the lead measurements are stable and in range. It was discussed to monitor the patient continuously. No further information was reported.

Event description:
New information noted that the asymptomatic patient was presented remotely via merlin.net transmission. Upon interrogation, the lead continued to exhibit high ventricular rate caused by noise. The patient was rarely paced and the clinician was not concerned with the noise. The alert was programmed off. The patient would continue to be monitored.